Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the paddles are not deducting. The rse evaluated the device remotely and determined that the therapy port was defective, which the customer will replace. No repair activity was performed by philips. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be caused by a defective therapy port. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer opted to replace the defective part themselves. The absence of further calls supports that the reported problem was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the efficia dfm100 defibrillators paddles are not deducting. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.